Event description:
Device 6 of 6: ref MFR report numbers 1627487-2013-21132, -21363, -21364, -21365 and -21474.

Manufacturer narrative:
Results - the extensions were returned for unspecified reasons. During the revision, the physician decided to remove all unnecessary extensions. A microscopic inspection of the returned model 3382 extensions revealed a broken wire inside the header. The damage to the wires is consistent during explant. No electrical testing was performed due to the visual confirmation of the damage and the explant damage. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.